Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, after the leads were disconnected from the header of the device, the physician noted that the header was partially separately from the device. The patient is pacemaker dependent. No adverse effects to patient were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection revealed that the header was loose and detached from the device. It was noted that the medical adhesive was adequate and still attached to the header. An x-ray revealed a fracture in the vt tip feed thru wire, which was attributed to the header separation. Analysis was unable to perform device electrical measurements, due to the fractured vt tip. Analysis confirmed the allegation of a detached device header.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.